Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of the peritonitis was unknown. On an unreported date during the month this report was received, the pd catheter was removed. It was unknown if the patient started hemodialysis. On an unknown date during the month this report was received, the patient was discharged from the hospital. At the time of this report the outcome of the peritonitis event was unknown. No additional information is available. This is report 1 of 4 involved in the peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13i05096 and h13j19013 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).